Event description:
It was reported that there was difficulty of advancing the subject guidewire due to resistance at the microcatheter hub and the distal tip of the subject guidewire was damaged (could be hydrophilic coating issue). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that there was difficulty of advancing the subject guidewire due to resistance at the microcatheter hub and the distal tip of the subject guidewire was damaged (could be hydrophilic coating issue). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that there was difficulty advancing the subject guidewire due to resistance at the microcatheter hub. Additional information provided by the customer indicated that the dispenser hoop was flushed before removing the guidewire. The device was found to be damaged at the distal tip. The operator experienced resistance while inserting the guidewire into the introducer sheath. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported 'guidewire difficult to insert and 'hydrophilic coating peeling.